Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose was 300 mg/dl at time of report. Reportedly, customer changed the pump supplies to address the issue and insulin delivery was resumed.